Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device was used in a roux-en-y procedure. The team consisted of one resident physician, a circulating nurse and a scrub nurse. Three (3) devices were used with twelve (12) single stitch surgidac 2-0 cartridges and three (3) polysorb 2-0 cartridges. One (1) needle detached from the jaws during use, one (1) needle was difficult to load, and three (3) were loaded and not used due to concerns that they might be too loose in the jaw. The device was changed and the procedure was continued.